Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported problem. The usm was tested on an in-house system and passed in normal mode with a whining noise. The whining noise was coming from the axes controller motor (acm) fan. Error 1119 (ac_4d) was identified in a system log review. The usm was tested on a psc (patient side cart) fixture test platform (pftp) and passed all the required tests but failed the acm fan test. The acm printed circuit assembly (pca) would be replaced as a fix to the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the link 2 fan of universal surgical manipulator (usm) 4 was making a loud noise intermittently. The fse replaced usm 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received usm 4 for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the procedure log with the information provided resulted in no additional information. No system log investigation is required as adequate information has been obtained to investigate the complaint. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the usm was making a noise during a da vinci-assisted simple prostatectomy surgical procedure. An isi fse replaced the usm to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, universal surgical manipulator (usm) 4 was noisy. System functionality was reportedly checked prior to use, and no issues/errors were noted. There was no error, and the system was operating fine at the time of the event. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up on (B)(6) 2022 and obtained the following additional information regarding the reported event: the site repositioned usm 4 to resolve the reported noise issue. The site completed the procedure successfully with usm 4.